Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA (B)(4) production system account. This emdr has been sent shortly after our production system approval. Please refer to the attached analysis report.

Event description:
Upon pacemaker interrogation on (B)(6) 2014, a warning message was displayed because of high ventricular lead impedance (above 3000 ohms). Abnormal ventricular lead impedances were also noticed in previous patient files of (B)(6) 2013, but no warning was displayed during these follow-ups. An explanation is requested regarding this absence of warning message. Patient care recommendations were provided (evaluation of the benefit of a re-intervention). Re-intervention was performed on (B)(6) 2014. Poor connection of the v lead was confirmed. The v lead was properly reconnected. Reportedly, normal pacing system operation was confirmed afterwards.